Manufacturer narrative:
Follow-up received on 07-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded the reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and 3 weeks after the insertion, it was seen on ultrasound right essure coil migrated to an unknown location and an exploratory laparotomy was scheduled to the following day to locate and remove the coil. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although the exact date and mechanism of this dislocation are unknown, considering the event's nature and close temporal relationship, causality with essure use cannot be excluded. Since a required intervention will be performed, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1983, awareness date 19-oct-2015) which refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. On (B)(6) 2015, a stat ultrasound was ordered by her gynecologist. Her right essure coil migrated to an unknown location. On (B)(6) 2015, she will have an exploratory laparotomy to locate the coil, remove and a tubal ligation in planned. She stated she had this device in her body for 20 days and it was causing problems that she had never dreamed of. Company causality comment this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and 3 weeks after the insertion, it was seen on ultrasound right essure coil migrated to an unknown location and an exploratory laparotomy was scheduled to the following day to locate and remove the coil. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. Although the exact date and mechanism of this dislocation are unknown, considering the event's nature and close temporal relationship, causality with essure use cannot be excluded. Since a required intervention will be performed, this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.